Manufacturer narrative:
The device was received for evaluation. Evaluation observed that when the #7 key was pressed the pump showed an output of "74" and an audible double beep was heard. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. An edhr was reviewed and concluded that no manufacturing issues were identified and no abnormality was found in the record. The cause of the condition was determined to be upper portion of the #7 key dome was pressed. The front enclosure and a perimeter gasket require replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the #7 key showed an output of ¿74¿ when pressed. No additional information is available.